Event description:
It was reported, that the pump battery could not be charged. Multiple attempts were made by tandem technical support to gather additional information. However, no response was received. No additional information was provided. It was also reported, that the customer experienced a low blood glucose (bg) level of 50-60 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.